Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 300 mg/dl. Customer was not able to clear the alarm. Customer was not able to rewind the insulin pump. Customer also reported that the insulin pump had motor position encoder error alarm. Customer stated drive support cap appeared to be normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.